Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of more than 2000 ohms. Additionally, undersensing and noise were observed in the atrial channel. The treating physician stated the patient did not required atrial pacing; therefore, no further actions were performed and the patient will continue to be monitored remotely. At this time, this pacemaker and ra lead remain in service, and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of more than 2000 ohms. Additionally, undersensing and noise were observed in the atrial channel. The treating physician stated the patient did not required atrial pacing; therefore, no further actions were performed and the patient will continue to be monitored remotely. At this time, this pacemaker and ra lead remain in service, and there were no adverse patient effects reported.